Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the manufacturing records was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) and for foreign matter on needle on this lot #. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. A. Samples returned - customer returned (1) 31gx8mm, 0.3ml bd insulin syringe in an open polybag from lot# 0286317. The customer reported he could not draw his medication and it looks like a "piece of metal" is in the hole of needle preventing medication from drawing up. The returned syringe was examined, and it was observed that there was no material obstructing the opening of the cannula. This syringe was tested for flow, and was not able to draw properly. A wire test was performed on the syringe. As the wire passed through the cannula a hard material could be felt blocking the fluid path - this material was dislodged as the wire continued through the length of the cannula, however, no material debris was observed as the wire passed through to the other end of the cannula. A second flow test was performed, and the syringe was now able to draw and expel properly. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd syringe 0.3ml 31g 8mm were difficult to aspirate and had foreign matter on the device cannula or in the fluid path.   The consumer reported not able too draw medication and it looks like a "piece of metal" is in the hole of the needle preventing medication from drawing up. Sample : yes.